Event description:
Customer reported receiving a motor error alarm on the insulin pump during a bolus delivery. Customer also received a no delivery alarm. Customer stated that their blood glucose readings were high due to them not getting insulin. Customer's blood glucose reading at the time of the call was 337 mg/dl. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.